Manufacturer narrative:
It was reported that, when the customer took out the gloves, they noticed that one finger was missing. The product was confirmed to be in a state where a finger had been cut off. The product was not used due to the missing-finger. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that, when the customer took out the gloves, they noticed that one finger was missing. The product was confirmed to be in a state where a finger had been cut off. The product was not used due to the missing-finger.